Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. The pt reported waking up with a result of over 400 mg/dl. The pt took their insulin based on the result. It would have been helpful to know the pt took their insulin based on a sliding or on their own. The pt then went to work and began to experience low blood sugar symptoms. It would have been helpful to know the time difference. The pt tested their blood sugar and obtained a result of 220 mg/dl. Pt phoned their physician, who advised pt to go the hosp for assistance. Before going to the hosp, the pt ate a donut. When pt arrived at the hosp, the hosp meter gave a reading of 60 mg/dl. The pt then tested on their own meter and the result was 270 mg/dl. The pt was treated with food and beverage. The test strips were in good condition, codes, matched, and the technique for applying the blood to the test strips and cleaning the puncture site were correct. The pt did not have any control solution available. Based on the info provided, there is evidence that the meter malfunctioned. There is also evidence of the meter contributing to a serious injury. The pt took insulin based on a high result, which led to hypoglycemia. Medical affairs attempted unsuccessfully to reach the pt for more clinical info. A letter has been sent as a second attempt to reach the pt.